Manufacturer narrative:
Corrected data: h6.- health effect- clinical code (e): "2137" should be removed and "4582" should be added. B5.- a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. Reportedly, "toric rotation of 90 degree". In a separate surgery the lens was explanted. On the same day separate surgery, a longer length lens was implanted, and the problem was resolved. The cause of the event was reported as other. Cause details provided: "low vault". Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6.- health effect- clinical code (e): "4582" should be removed and "2137" should be added. B5.- a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation and blurred vision. Reportedly, "toric rotation of 90 degree". In a separate surgery the lens was explanted. On the same day separate surgery, a longer length lens was implanted, and the problem was resolved. The cause of the event was reported as other. Cause details provided: "low vault". Claim# (B)(4).

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with lens rotation and blurred vision. In a separate surgery the lens was explanted. On the same day separate surgery, a longer length lens was implanted, and the problem was resolved. The cause of the event was reported as other. Cause details provided: "low vault". There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.